Manufacturer narrative:
Irn# (B)(4). This incident took place in italy. The investigations are still ongoing. The analysis results will be transmitted to the agency via follow up report.

Event description:
# (B)(4). This incident took place in italy. During the insertion of the epidural catheter in the lumbar region, the metallic stylet broke into two pieces. The distal fragment, which remained inside the epidural space, was removed without consequences for the patient. The extracted fragment and all components of the kit were discarded because they were contaminated.